Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2016 a flipped pump was suspected as they were having difficulty with the refill. It was the first refill since the pump was implanted in (B)(6). Via x-ray (ap view) it appeared that the pump connector was facing the wrong way indicating that the pump could be flipped. No patient symptoms were reported. Additional information was received on 25-jul-2016 from a company representative and it was reported that the action/intervention taken was the x-rays; the cause of the suspected pump flip was not determined; and it was unknown if they were able to refill the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.